Manufacturer narrative:
Olympus received the thunderbeat hand instrument for evaluation. The evaluation did confirm the user's experience. The teflon pad was found deformed, burned, and partially detached from the grasping section. Abrasion marks were found on the probe and in a similar site on the electrode of the grasping section. The abrasion marks indicated that the probe and electrode of the grasping section were in direct contact (jaw closed) while the output was activated. The damage sustained to the teflon pad on one side can occur when there is continuous activation of the output without tissue between the probe and jaw. The thunderbeat hand instrument was forwarded to the original equipment manufacturer for further investigation. This report will be supplemented if additional and significant information is received at a later date.

Event description:
Olympus was informed that during an open prostatectomy, the teflon pad was burning away from the tip. The device still worked but the teflon pad looked like it would fall off. The procedure was completed with another instrument. There was no pt injury reported.